Event description:
During nerve block first attempt, difficulty feeding the catheter. Removed and found that the tip of the catheter had broken, and the spring had unwound at the tip. Additionally, blue cm markers rubbed off on provider's fingertips.